Event description:
Spoke with pt who had gastric stimulator placed (B)(6) 2023 by dr. (B)(6). He has had continued nausea and vomiting with some flareups worse in severity. He has had some time periods where sx improved. His device settings have been adjusted several times per dr. (B)(6) and 5-6 weeks ago the device was turned off completely. Pt is scheduled to go back to dr. (B)(6) on (B)(6) 2024 and have device turned back on. He is scheduled for removal of device at the end of (B)(6) 2024. Reached out to the field rep (B)(6) who is going to speak with dr. (B)(6). (B)(6) also aware. Patient was explanted due to ineffective treatment. No device analysis possible as explanted device was discarded. No further action to be taken.